Event description:
It was reported that during a superion indirect decompression system implant procedure while attempting to insert the implant in a pretty tight space and the cam lobes kept getting caught. The physician used excessive force when deploying the implant and the top portion of the implant broke. The broken implant was replaced with a new one and the patient was doing well post-operatively. The broken explant was disposed of at the facility and was not returned to bsc.